Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received unexpected restart and several spanish software anomaly alarms on their insulin pump. It was reported that the customer's blood glucose level at the time of incident was high, and the customer treated with manual injection. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis. It was reported that the customer's blood glucose level was 272mg/dl, but the customer declined to troubleshoot the high levels.

Manufacturer narrative:
The pump passed the error test and self test and no unexpected alarm was noted during testing. No excessive no delivery alarm was noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Tried to download the pump to care link to verify the remote frequency communication. Unable to download the pump due to several alarms at the alarm history file. The alarms were due to a corrupted history file. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.